Event description:
See section h, number 6, event problem and evaluation codes.

Event description:
Lead migration occurred. The lead and ipg (neurostimulator) were replaced.

Event description:
See section h, number 6, event problem and evaluation codes.